Event description:
Consumer complaint of about blood result reading "lo". Pharmacist is assisting customer with the complaint of "lo" results. Customer states that she/he feels well and requires no/does require medical attention. Customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 06/29/2017. Customer did not disclose when they were opened or the storage conditions. Reviewed meter memory: lo, (B)(6) 2008, 08:30:00pm, fasting: no; 190mg/dl, (B)(6) 2008, 05:38:00pm, fasting: no; 28mg/dl, (B)(6) 2008, 07:22:00am, fasting: no; 210mg/dl, (B)(6) 2008, 01:48:00pm, fasting: no; lo, (B)(6) 2008, 01:08:00pm, fasting: no. No adverse event reported.

Manufacturer narrative:
Product not yet evaluated. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about blood result reading "lo". Pharmacist is assisting customer with the complaint of "lo" results. Customer states that she/he feels well and requires no/ does require medical attention. Customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 06/29/2017. Customer did not disclose when the were opened or the storage conditions. Reviewed meter memory: (B)(6). No adverse event reported.